Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver was overheating. Reportedly, an alternate battery charger was used. Labeling indicates: use only dexcom-supplied parts (including cables and chargers). No additional event or patient information is available. The receiver has been received for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint within the investigation window. Screen device information was downloaded and the usb connector, lcd display, and 5 navigational keys were found to be working properly. The screen trend graph was downloaded and the battery circuitry was found to be charging and working properly. Usb charging and manual tests were performed with multiple dexcom usb charging cables and the receiver was found to be charging properly. A receiver functional test was performed and passed all relevant tests. An overnight charging and discharge test was passed and battery capacity was within specifications. An internal visual inspection was performed and passed. The complaint of the overheating of the receiver was not confirmed. A probably cause could not be determined.